Manufacturer narrative:
We received a used nutriline twinflo catheter as a faulty sample, which had been shortened at the 20 cm marking. When we attempted to flush the catheter, it began leaking at the 25 cm marking. A microscopic examination revealed typical signs of a longitudinal cut. From similar complaints we've received, it seems that this type of damage may occur during dressing changes, possibly due to the use of sharps such as scissors or a scalpel. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A 2-year review of vygon USA's complaints data indicates that this the second complaints recorded for lot 24a037d. Corrective action: as the catheter worked well 13 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Line noted to be leaking under dressing. Nurse practitioner came to asses line and line was removed. Line discontinued and fluids transferred to cvc existing line. Patient is stable.

Event description:
Line noted to be leaking under dressing. Nurse practitioner came to asses line and line was removed. Line discontinued and fluids transferred to cvc existing line. Patient is stable.

Manufacturer narrative:
The malfunctioning device will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.